Event description:
It was reported that the patient presented remotely via marlin.net. Review of the transmission revealed that the right ventricular lead exhibited noise leading to oversensing. No intervention was performed. The patient will further be monitored. The patient condition was stable.

Event description:
New information received notes that the right ventricular lead was explanted and successfully replaced. The patient was stable and asymptomatic.